Manufacturer narrative:
.

Event description:
Product analysis was completed for the tablet device on 05/05/2015. No anomalies associated with the tablet performance were noted during testing using the ac adapter or the main battery with a full charge. The tablet performed according to functional specifications.

Event description:
The tablet device has been returned to the manufacturer where analysis is currently underway.

Event description:
It was reported that the tablet device was not holding a charge despite being plugged into the power adaptor for a long period of time. The tablet device would power off soon after being unplugged from the power adaptor and would not power back on. The suspect tablet has not been returned to date.